Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was set to "vibrate", however the customer observed the pump beeping. There was no reported impact to the customer's blood glucose level. Reportedly, the issue was "resolved" however further details were not provided. Attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.